Event description:
It was reported that on 10 july 2025, a patient presented with grade 4+ degenerative mitral regurgitation and thin leaflets for a mitraclip procedure. While obtaining the transeptal access, the steerable guide catheter (sgc) caused a pericardial effusion. It was determined to discontinue the procedure without implanting any mitraclips and the sgc was removed from the patient. A pericardiocentesis was required to treat the pericardial effusion. The final mr remained at grade 4+. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device has been returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported knob jam was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported mechanical jam of the knob. The reported pericardial effusion could not be determined. Additionally, the reported patient effect of pericardial effusion is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.